Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 104: sd card fault) has been confirmed. Upon investigation the monitor displayed service code 104: sd card faults and failed essential performance testing. The cause for the failure was isolated to a damaged and lifted j101 pad on the computer/analog board. The root cause for the damaged j101 pad could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 104: sd card fault.